Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but the arctic sun device was alarming patient temperature 1 probe out of range. The patient temperature was only reading on patient temperature 2. Confirmed the temperature cable was plugged into patient temperature 2 on the back of the machine. Explained the patient temperature 1 required a probe in order to drive therapy, the patient temperature 2 was optional. Nurse stated that the probe was not reading when plugged into patient temperature 1, so they moved it to patient temperature 2 and it was reading. Nurse moved the temperature cable to patient temperature 2 and patient temperature displayed on screen. Nurse started therapy, then device alarmed patient temperature 2 probe out of range. Attempted to walk through disabling patient temperature 2, then device turned off on its own. Confirmed the device was plugged into the bed, had nurse plug into wall outlet. Nurse turned device on, then device alarmed non-recoverable error 80. Had nurse reboot device. Nurse able to continue current patient therapy and start therapy. After a few minutes, no alarm returned. Informed nurse if any alarm returns, call them back.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy, but the arctic sun device was alarming patient temperature 1 probe out of range. The patient temperature was only reading on patient temperature 2. Confirmed the temperature cable was plugged into patient temperature 2 on the back of the machine. Explained the patient temperature 1 required a probe in order to drive therapy, the patient temperature 2 was optional. Nurse stated that the probe was not reading when plugged into patient temperature 1, so they moved it to patient temperature 2 and it was reading. Nurse moved the temperature cable to patient temperature 2 and patient temperature displayed on screen. Nurse started therapy, then device alarmed patient temperature 2 probe out of range. Attempted to walk through disabling patient temperature 2, then device turned off on its own. Confirmed the device was plugged into the bed, had nurse plug into wall outlet. Nurse turned device on, then device alarmed non-recoverable error 80. Had nurse reboot device. Nurse able to continue current patient therapy and start therapy. After a few minutes, no alarm returned. Informed nurse if any alarm returns, call them back.